Manufacturer narrative:
(B)(4) this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. (B)(4)

Event description:
It was reported via journal article: title: a comparison of cosmetic outcomes of lacerations on the extremities and trunk using absorbable versus non-absorbable sutures authors: cena tejani, md, adam b. Sivitz, md, micheal d. Rosen, md, albert k. Nakanishi, md, robert g. Flood, md, mathew a. Clott, md, paul g. Saccone, md, raemma p. Luck, md citation: academic emergency medicine. June 2014; 21(6). Doi: 10.1111/acem.12387 the primary objective of this randomized controlled trial was to compare the cosmetic outcomes of traumatic trunk and extremity lacerations repaired using absorbable versus non-absorbable sutures. The secondary objective was to compare complication rates between the 2 groups. A total of 73 patients were included in the study. Of which, 35 patients were in the absorbable suture group and 38 patients were in the non-absorbable suture group. The absorbable suture group was repaired using either vicryl 4-0 or 5-0 suture and the non-absorbable suture group was repaired using prolene 4-0 or 5-0 sutures. All wounds were single-layer repairs, and simple interrupted sutures were placed. As vicryl rapide and prolene appear different in color, practitioners who repaired the wounds were not blinded to enrollment. Patients were also not blinded to enrollment, as the authors needed to advice the patients in the non-absorbable suture group of the need for suture removal. In the absorbable suture group, reported complications included infection (n-4), in which 1 patient reported that oral antibiotics were needed, and the other patient reported prophylactic antibiotics were prescribed at the repair for contamination as the patient had poured sugar in the wound prior to presentation and scars train tracking (n-6). In the non-absorbable suture group, reported complications included infection (n-1) which was treated with topical antibiotic and scars train tracking (n-3). It was concluded that the use of absorbable sutures for the repair of simple lacerations on the trunk and extremities should be considered as an alternative to non-absorbable suture repair.